Event description:
It was reported by service report that the hydraulic fluid was leaking from the patient's left fowler cylinder onto the floor. No patient involvement or adverse consequences are reported.